Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00179 and (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was placed and a "helium loss" alarm occurred therefore the iab was replaced. Patient condition was reported as fine. There was no report of patient injury or consequence.

Event description:
It was reported that the intra-aortic balloon (iab) was placed and a "helium loss" alarm occurred therefore the iab was replaced. Patient condition was reported as fine. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00179 and tc #(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. Although, the root cause of the complaint is undetermined the reported device passed functional testing. The helium loss alarm could not be reproduced during the pump test. The root cause of the complaint is undetermined. No further action required at this time.